Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. There was oil residue around dumbbell and quick connect ball joints. A functional evaluation was performed. The device failed the weight test. The piston migration was at .53 inches. The motor had delayed pressurization. The joints were stiff to move. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that there was some issues with the motor of the spider tenet. No case reported; therefore, there was no patient involvement. Results of investigation have concluded the functional inspection of the spider 2 tenet failed the weight test; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.